Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up arrow and down arrow buttons were both over and under responsive. Additionally, the okay button was said to be under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/20/2015 with the following findings: visual inspection confirmed that there was no evidence of damage to or peeling of the keypad cover. The okay, contrast, up arrow, and down arrow keys were intermittently responsive. The keypad cover was removed and contamination was found under all the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.